Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for non-malignant pain. It was reported that the patient reported they were unable to deliver a bolus due to an issue with their device (the agent had difficulty understanding the patient). During the call, agent instructed the patient to connect to the pump, and the patient mentioned that the screen was getting stuck at 90%. The agent then assisted the patient in deleting the data. Afterward, the patient was able to connect to the pump and deliver the bolus without lag. The patient would call back if further assistance was needed. It was reported that the patient was allowed 4 bolus per day.

Manufacturer narrative:
Continuation of d10: product ID mobile platform product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.